Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's ipg was at end of life. It is unknown if this occurred prematurely.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with its external devices. Troubleshooting did not resolve this issue. Surgical intervention was undertaken and the ipg was explanted and replaced.